Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 because the meter allegedly displays error 1 message. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
(B)(4): the meter does not work when taking readings. Pa found processor u5 was defective. After pa replaced u5 the meter worked properly and no errors were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.